Event description:
A radial jaw was used for diagnostic purposes. A few hours after the procedure, the pt developed post biopsy bleeding and was hospitalized. It should be noted that there is no confirmation the bleeding was caused by the device.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications.